Manufacturer narrative:
Correction: the correct date of explant is (B)(6) 2025, not (B)(6) 2025 as previously reported. Per the clinic, the device was explanted due to the biofilm infection (site of infection not confirmed) on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report. The reporter and reporter address has been updated in section e1. Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 for unspecific medical reasons. Additional information has been requested but it has not been made available as of the date of this report.